Manufacturer narrative:
(B)(4). Retrospective review of complaints. This has been deemed to be reportable.

Event description:
Sling bar returned to manufacturer under service order #70733. No allegation of injury.